Event description:
The orsiro drug-eluting stent system was selected for the treatment of the calcified lesion in the lad. After pre-dilatation the physician tried to cross the target lesion but the orsiro stent dislodged from the balloon. Thus the dislodged stent was removed from the patients body and another stent was used to finish the procedure.

Manufacturer narrative:
Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent was returned wrapped in a cotton cloth and is severely deformed, i.e. Kinked and deformed at one end. The delivery system was not returned for analysis. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.